Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock for which the patient presented to the hospital for discomfort, pain, and undesired sensations. With isometric testing, there was oversensing of noise that was consistent with a potential electrode fracture in all vectors. The patient was admitted and this system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). It was noted that this patient was in a bent over position doing physical activity when the inappropriate shock occurred. Technical services (ts) had recommended an x-ray prior to procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock for which the patient presented to the hospital for discomfort, pain, and undesired sensations. With isometric testing, there was oversensing of noise that was consistent with a potential electrode fracture in all vectors. The patient was admitted and this system was explanted and replaced with a new transvenous implantable cardioverter defibrillator (ICD). It was noted that this patient was in a bent over position doing physical activity when the inappropriate shock occurred. Technical services (ts) had recommended an x-ray prior to procedure. No additional adverse patient effects were reported.